Event description:
It was reported that multiple intermittent occlusion alarms occurred. Customer's blood glucose ranged from 200s-332 mg/dl. Reportedly, the pump supplies were changed to address the issue. The customer reverted to manual injections for insulin therapy.